Manufacturer narrative:
Findings: pump was received with intermittent button response and button error alarm due to flattened all the buttons dome switch. Unit had broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.